Event description:
It was reported that the pump touch screen was on, but the display remained blue. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer reverted to an alternate method of insulin therapy.